Manufacturer narrative:
Follow-up #1, date of submission 11/20/2013. Device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: there was no evidence of any time and date changes or loss observed in the black box. The pump was exercised for 120 hours on a 1 unit per hour basal program and a 1 second time difference was observed throughout testing duration. The pump was powered down then, after one hour, was powered up with no change observed in the time difference between pump and internet time reference. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that time and date never reset and the pump had correct time and date when it was rebooted. However, the alarm history showed reset time and date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.